Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back syndrome - other. It was reported the pump was not functioning. The patient was intubated so the hcp could not ask the patient any additional questions. A magnetic resonance imaging (MRI) was being performed to look for fibrogen and/or buildup at the tip of the catheter. The patient experienced increased pain. The even date was unknown. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The event is no longer considered to be life threatening or serious injury. Additional information indicated the intubation was not related to any pump issues. (B)(4). No longer applies to the event.

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was replaced due to normal end of life. The pump never had any issues. The patient was never intubated as a result of the pump. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.